Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se found that the exhalation filter was occluded. The se replaced the exhalation filter. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, on start up, a 980 ventilator generated an inoperable error message. The ventilator was not in use on a patient at the time of the reported event.